Event description:
Per nurse clinical educator communication from (B)(6): "pt's son stating pt had a hole in extension tubing. No issues with catheter or cassette. Instructed pt on how to change tubing and disconnecting from pt. Son verbalized understanding. Pt back up and running after speaking with nurse." Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot number unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Unknown; did we replace device? Yes, did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Pulmonary arterial hypertension.